Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab an intra-aortic balloon (iab) was prepped well prior to insertion. During insertion the catheter became stuck in sheath. The physician removed the catheter and sheath together and inserted a new iab without problems. There was no pt death, injuries or complications reported. No medical/surgical interventions was required. The pt outcome was listed as "ok." Additional information rec'd on 9/16/2010 from the complaint coordinator in ireland stated that the same site was used over the spring wire guide.